Event description:
It was reported that the customer had a blood glucose level of 550 mg/dl with high ketones. The customer's mother changed her reservoir and infusion set, and the customer's blood glucose levels returned to the normal range within a couple hours. The customer's mother was advised that the reservoir or infusion set may have been occluded. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).